Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to the protruded/loose drive support disk. The originally reported alarm was not noted. The device alarmed motor error alarm during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The blood glucose reading was 227 mg/dl. No significant events leading up to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.